Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that the procedure was being performed in the operating room on a (B)(6) old male pt. The catheter was placed without incident. The pt was being supported by catecholamines through medial or proximal lumen. When another drug, an antibiotic was given by the distal lumen, blood pressure fluctuations occurred. According to the physician, it seemed as though the drugs were becoming mixed together in the lumen. The support was finished and the catheter was removed from the pt. There was no delay in treatment, no pt death or no pt complications were reported. The pt outcome was okay.